Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. From the complaint history, it seems that this failure is an anomaly and an isolated incident. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The procedure usually runs about 45 minutes; however, this procedure took 2 hours. One hour and 15 minutes delay. The division manager clive hon reported that there was no patient consequences. Mr. (B)(6) also reported that the pulling suture snapped and then the adjusting suture snapped also flipping the buttons. The procedure was completed with supplementing 2 milagro screws. The graft used was an auto/allo combination resulting in a tight 9 mm graft (total length of 260 mm). They used the combo beath pin to create the transosseous tunnel (35mm) and we drilled a 25mm femoral socket and a440mm tibial tunnel. The button eventually flipped after snapping the striped once and they repositioned the snap further down the suture. When they started pulling the graft up and got the majority to move but couldn't see the 25 mm marking and he didn't feel the "thump." They measured (graft + tunnel lengths) that we were around 5 mm off the mark. He pulled harder and the suture snapped breaking the entire construct at the loops. They sized the graft again to confirm it was 9 mm and opened a new button. This time during the flip the striped white snapped again closer to the skin so we took out the construct and shuttled a #2 fiberwire through the pulling slot. They cut the striped green at the proximal end of the bumper to keep the safety bumper. The fiber wire snapped also but we flipped the button successfully. See associated medwatch # 1221934-2015-006010.

Event description:
The procedure usually runs about 45 minutes; however, this procedure took 2 hours. 1 hour and 15 minutes delay. The division manager clive hon reported that there was no patient consequences. Mr. Hon also reported that the pulling suture snapped and then the adjusting suture snapped also flipping the buttons. The procedure was completed with supplementing 2 milagro screws. The graft used was an auto/allo combination resulting in a tight 9 mm graft (total length of 260 mm). They used the combo beath pin to create the transosseous tunnel (35mm) and we drilled a 25mm femoral socket and a 440mm tibial tunnel. The button eventually flipped after snapping the striped once and they repositioned the snap further down the suture. When they started pulling the graft up and got the majority to move but couldn't see the 25 mm marking and he didn't feel the "thump." They measured (graft + tunnel lengths) that we were around 5 mm off the mark. He pulled harder and the suture snapped breaking the entire construct at the loops. They sized the graft again to confirm it was 9 mm and opened a new button. This time during the flip the striped white snapped again closer to the skin so we took out the construct and shuttled a #2 fiberwire through the pulling slot. They cut the striped green at the proximal end of the bumper to keep the safety bumper. The fiber wire snapped also but we flipped the button successfully. See associated medwatch # 1221934-2015-006010.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.